Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included a patient information card, hemostasis sheath, carrier tube and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was reset to the forward lock position however, the anchor was unable to deploy from the distal tip of the sheath. The sheath and carrier tube were then separated, exposing dried blood along the shaft of the carrier tube and several kinks near the base of the carrier tube indicating buckling. The anchor and collagen were still in the initial position, no internal components were deployed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor had an issue with an angio-seal deployment during the case. The procedure performed was a left leg angio and a 6 french procedural sheath was used. During the deployment both components were joined and both clicks were noted. When the doctor tried to pull back after the second click, the entire device came out of the artery. The doctor commented that it seemed as if the anchor did not deploy, and that the collagen was not present. Manual compression was used for about twenty (20) minutes to achieve hemostasis. The patient was stable. The estimated blood loss was 250cc's. The event did not result in injury.

Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: requested, not provided.. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.